Event description:
It was reported that the customer experienced a low blood glucose (bg) level; the customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. The customer¿s wife provided a banana to address the decreased bg. Technical support assisted the customer in updating basal rate settings and advised them to consult their healthcare provider when making such changes. The customer understood and acknowledged this advice.